Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler fired but did not securely staple bowel together. The doctor had to re-cut and re-staple bowel.